Event description:
The customer reported that patient data auto discharges off the central nurse's station (cns). The cns screen went blank and then showed a "no patient found" error message. No consequence or impact to the patient.

Manufacturer narrative:
Details of complaint: the customer reported that the patient's data auto discharged from the central nurse's station (cns). Its screen went blank and lost the patient data, so they had to re-enter the patient information. The only thing that came up was a "no patient found" error but after a few seconds the screen returned, and all data was lost. They were required to enter the fin number to get the patient information to populate. When they checked under the patient discharge list, it was documented that the patient was discharged. The concern is that the entire tile went blank for a few seconds and when the screen was restored, all information previously entered was lost on the screen. Service requested / performed: troubleshooting. Investigation summary: the overall risk score is a product of severity x probability. The overall risk score is medium. The device and logs were not provided for evaluation and the root cause cannot be determined. Due to the age of this complaint, no additional information can be obtained from the customer, reference CAPA 20-004. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, (B)(4). Since the root cause was unable to be determined, no CAPA was initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed. Additional device information: d10 concomitant medical device: the following devices was used in conjunction with the cns: transmitter: model #: gz-120pa. Serial #: (B)(6). Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that patient data auto discharges off the central nurse's station (cns). The cns screen went blank and then showed a "no patient found" error message. All patient data was lost and the customer had to enter the fin number to get the patient information to populate. When the customer looks under the patient discharge list, it's documented that the patient was discharged. The patient was re-admitted soon thereafter, and no issues since then. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following device was being used in conjunction with the cns: gz-120pa (sn# (B)(4)).

Event description:
The customer reported that patient data auto discharges off the central nurse's station (cns). The cns screen went blank and then showed a "no patient found" error message. No consequence or impact to the patient.